Event description:
Customer reported a panorama telepak shut down, which may have resulted in loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and could not reproduce the reported problem. Unit was calibrated and safety tested to factory's specifications.